Event description:
I rec'd a new "free" truetrack from my grocery store pharmacy last week. They suggested it to save me money, because I was almost out of strips for my "old" meter. Luckily, I still had a few test strips from my "old" blood glucose monitor. Took the truetrack home, and tested for about 2 hrs after eating. Wow, a result of 196. Way too high. Tested immediately again: 143. What? So, I tested with my "old" meter. A nice, predictable 130, tested again at 134. Tried out the true track one more time. Result was 167. All of this within the span of about 5 mins. So, I called truetrack's customer service to suggest that I had a faulty meter. I am guessing they have heard this before. (I actually called twice, and receive the same scripted answers twice). Truetrack's customer service states that "the FDA" does not recognize comparing one portable meter with another to determine accuracy. The only method, "according to the FDA" they say is to compare the meter with a lab result, taken from the same blood sample. Further, truetrack's customer service says that "the FDA" allows for a variance of up to 20% within the scope of accurate. Wow - really? If my blood sugar is 150, they may consider a result of 120 or 180 all within the realm of accurate? And the FDA blesses this? I returned the truetrack to my grocery store pharmacy. They offered me another one. I had my own "old one" meter with me, so I tried out the replacement truetrack right there in the store. My own meter showed my blood glucose at 120, and the truetrack said 150. I told them, "no thanks", and rejected the replacement truetrack meter. I have gone on truetrack's website to get support for their claims of "the FDA" statements on accuracy. I did find this circular, with references on the last page: (B)(4). See the last page (from the link) for nipro's support for their customer service claims. Incidentally, they also reference someone's paper wherein the writer says a portable meter might accurately be up to 70 points higher than lab results. Yikes! Please, FDA, tell me that you don't consider a 20% margin of error to be accurate in blood glucose monitoring. Luckily, I have found glucose testing strips for my "old" meter on (B)(6). I would rather take my chances buying test strips from strangers in my reliable device than to use new truetrack strips obtained from a pharmacy in an unreliable device. (B)(6).